Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device was not charging or working. The caller was attempting to page a manufacturer's representative (rep). The caller was forwarded to contact a rep. No further complications were reported or anticipated. No symptoms were reported.